Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This product is not clear for sale in u.s. But there is a similar product which is clear for sale in us.

Event description:
On (B)(6) 1998, the pt underwent the bha surgery with the system one bipolar. Because the pt had dislocated the hip, the surgeon tried the dislocation reduction. At that time, the bipolar cup came off from inner head. Afterwards, the pt underwent the revision surgery using the brand new bipolar cup. The surgeon requested the investigation of the removed bipolar cup.